Event description:
A biomedical engineering tech reported, the laser continued to fire after the footswitch was released during a vitreoretinal procedure. There was no harm to the pt. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).